Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine received a handpiece and communication errors at start up. The clinic indicated there was a burnt smell from the machine. There was no patient injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician was able to duplicate the customer's reported event of burnt smell. The technician observed smoke coming out of the phacoemulsification machine during a transfer of surgeon settings data. The technician immediately unplugged the system in the current state. The machine was sent to the abbott (B)(4) location for further evaluations. The machine was not in use for surgery, it was only switched on for data transfer when the event of smoke happened. During the inspection at the abbott (B)(4) site location, the technician identified the rear panel connector board's component was burnt up around the foot pedal connector. The foot pedal and rear panel connector board was replaced to resolve the issue. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Manufacturer narrative:
Inspection and analysis of the rear panel controller (rpc) pcb and the foot pedal. The returned footpedal was functionally tested and no issues were found. The footpedal functioned as expected. The reported event of smoke coming from the system could not be confirmed based on evaluation of the returned footpedal. The rear panel controller (rpc) pcb was visually inspected and pcb was damaged and burnt. Therefore, a functional test could not be performed. Possible cause may be solution spill although, no indication of any spills were reported. Based on the available information, a definitive root cause of the board failure could not be determined. All pertinent information available to amo has been submitted.